Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
In 2005 the patient was implanted with composix kugel mesh in a procedure performed at hospital. The attorney for the patient claims that the mesh was defective and contributed to his client's need for additional surgery and ongoing medical care.